Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Block h10: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The tip did not show evidence of electrocautery. An electrical test was performed to verify the continuity between the rf connector and distal rf electrode and no issues were noted; however, depending on the movement of the outer sheath, the device showed intermittent resistance. X-ray analysis was performed, and the signal cable was found kinked in different sections. No other issues with the stent and delivery system were noted. The reported event of cautery delivers energy intermittently was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed failure were likely due to factors encountered during the procedure. It may be that how the device was handled, interaction with the scope and/or the technique used by the physician, limited the performance of the device and contributed to the reported event and the observed failure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on december 14, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic cancer during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the axios cautery did not work and blanching of the tissue was noted. A different size axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic cancer during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the axios cautery did not work and blanching of the tissue was noted. A different size axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.